Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that only the obturator was received. There were signs of use. There were stains on the obturator but no other abnormalities were noted. The cannula was not received so functional evaluation was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection, after the third firing, when attempting to remove the reload out of the thoracic cavity through a port, the removal failed. When checking with the camera, the jaws part of the reload was found to be broken. The cartridge was removed along with the trocar together and the issue was solved. After removal, the staple line was checked and no problem was found. Another reload, which was taken out for the next firing, was considered to be unable to be fired with the reported handle. The procedure was completed by using another device. The surgical time was extended by less than 30 min. There was no patient injury.